Event description:
It was reported that a syringe 1ml 27ga 1/2 in p cust had scale marking issues during use. The following was reported by the initial reporter: "the customer states that the syringe in the mention "product is evidence without measurement scale", clarifying that we from our warehouses send original boxes in the orders for this it is not possible to show this novelty in the product.".

Manufacturer narrative:
H.6. Investigation: during the documentary review, no quality events records were found during the batch manufacture, the batch were inspected and later released in accordance with the valid work instruction, however a photograph is received, which is not observed presence of the scale graduated on the cylinder, it is important to mention that the defect may be caused by the mixture of product between molded cylinder and marked cylinder. H3 other text : see h.10.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 1ml 27ga 1/2in p customer had scale marking issues during use. The following was reported by the initial reporter: "the customer states that the syringe in the mention "product is evidence without measurement scale", clarifying that we from our warehouses send original boxes in the orders for this it is not possible to show this novelty in the product."